Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as user-related as the pads were cut which caused the low flow. The instructions for use state the following: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pads gave low flow after being cut. Therapy was interrupted and the pads were changed to another set of pads.